Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "pump stopped working and alarm rang on all channels. User unable to be reset and pump had to be turned off and all channels reprogramed. Pt was currently running norepinephrine at 3mcg/min, milrinone at 0.25mcg/kg/min and heparin at 550u/hr. Pt was on ihd at the time and has required norepinephrine during ihd runs to support bp. Pump was off for approximately 3 mins". There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-69840 is a concomitant. Please refer to manufacturer report number 2016493-2025-70002, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pump stopped working and the attached lvps alarmed. Per report, "the pump had to be turned off and all channels reprogrammed. Norepinephrine at 3 mcg/min, milrinone at 0.25 mcg/kg/min and heparin at 550 u/hr were infusing at the time of the event. The pump was off for approximately 3 minutes". There was patient involvement but no harm. We have received a copy of the health canada report: pump stopped working and alarm rang on all channels pump unable to be reset- had to be turned off and all channels reprogramed. Pt was currently running norepinephrine at 3mcg/min, milrinone at 0.25 mcg/kg/min and heparin at 550 u/hr. Pt was on ihd at the time and has required norepinephrine during ihd runs to support bp. Pump was off for approximately 3 mins and pt's was stable during this time. No change to loc or vs.